Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular / heavy / abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 5090032,he011ds) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in 2011, hair loss in 2010, termination of pregnancy in 2007, lower abdominal pain from 2005 to (B)(6) 2016 and vaginal bleeding in (B)(6) 2016. Previously administered products included for contraception: mirena in 2007; for an unreported indication: mirena from 2011 to (B)(6) 2016. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("depression"), 1 year 2 months after insertion and 13 days after removal of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating"), headache ("headache "), pain in extremity ("pains in her left leg"), alopecia ("hair loss"), mood swings ("mood swings") and mental disorder ("psychological / psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with citalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy with ovarian conservation.). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, abdominal distension, headache, pain in extremity, weight increased, alopecia, depression, mood swings and mental disorder outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, headache, mental disorder, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she has been suffering from hair loss since 2010. On (B)(6) 2014 she was diagnosed with alopecia- scalp multifactorial etiology. On (B)(6) 2015 researched causes of hair loss and found mirena can cause it. On (B)(6) 2016 doctor tried to perform essure with mirena in place which would be ideal for her contraception for 3 months post procedure. Unfortunately, this obscured the right ostia and on removal of the mirena too much bleeding was evident for the doctor see that right tube but the left tube was visible initially but the device would not pass down. Have arranged an hsg prior to second attempt at essure. On (B)(6) 2016 she underwent essure procedure. Coils visible in right ostium 3 and coils visible in left ostium3. On (B)(6) 2017 he has started the investigations for crohn's disease. She underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. Histopathology test showed left fallopian tube: 60 mm long with fimbriae x up to 7 mm in diameter with a paratubal cyst 7 mm in maximum dimension. Right fallopian tube: 75 mm long with fimbriae upto 7mm in diameter (normal histological appearances.) It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: endoscopic bilateral occlusion of fallopian tubes: not reported. Hysterosalpingogram - on (B)(6) 2016: normal· appearance of the endometrial cavity although the balloon was not fully deflated and the lower segment ha's not been fully seen. The fallopian tubes are within normal limits there is free spill from both tubes into the peritoneal cavity / patent tubes. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: normal; essure coils could be identified bilaterally in each ·uterine cornua. 5090032, he011ds- invalid: he0117s. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date updated, events psychological / psychiatric problems and headache added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular / heavy / abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 5090032,he011ds, he0117s) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in 2011, hair loss in 2010, termination of pregnancy in 2007, lower abdominal pain from 2005 to march 2016 and vaginal bleeding in (B)(6) 2016. Previously administered products included for contraception: mirena in 2007; for an unreported indication: mirena from 2011 to (B)(6) 2016. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("depression"), 1 year 2 months after insertion and 13 days after removal of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating"), headache ("headache "), pain in extremity ("pains in her left leg"), alopecia ("hair loss"), mood swings ("mood swings") and mental disorder ("psychological / psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with citalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy with ovarian conservation.). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, abdominal distension, headache, pain in extremity, weight increased, alopecia, depression, mood swings and mental disorder outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, headache, mental disorder, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she has been suffering from hair loss since 2010. On (B)(6) 2014 she was diagnosed with alopecia- scalp multifactorial etiology. On (B)(6) 2015 researched causes of hair loss and found mirena can cause it. On (B)(6) 2016 doctor tried to perform essure with mirena in place which would be ideal for her contraception for 3 months post procedure. Unfortunately, this obscured the right ostia and on removal of the mirena too much bleeding was evident for the doctor see that right tube but the left tube was visible initially but the device would not pass down. Have arranged an hsg prior to second attempt at essure. On (B)(6) 2016 she underwent essure procedure. Coils visible in right ostium 3 and coils visible in left ostium3. On (B)(6) 2017 he has started the investigations for crohn's disease. She underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. Histopathology test showed left fallopian tube: 60 mm long with fimbriae x up to 7 mm in diameter with a paratubal cyst 7 mm in maximum dimension. Right fallopian tube: 75 mm long with fimbriae upto 7mm in diameter (normal histological appearances.) It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Removal date also reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: endoscopic bilateral occlusion of fallopian tubes: not reported. Hysterosalpingogram - on (B)(6) 2016: normal· appearance of the endometrial cavity although the balloon was not fully deflated and the lower segment ha's not been fully seen. The fallopian tubes are within normal limits there is free spill from both tubes into the peritoneal cavity / patent tubes. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: normal; essure coils could be identified bilaterally in each ·uterine cornua. 5090032,he011ds -not valid, he0117s. Most recent follow-up information incorporated above includes: on 8-nov-2021: lot number he0117s was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular / heavy / abnormal bleeding') in a 34-year-old female patient who had essure (batch no. 5090032,he011ds-invalid, he0117s) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in 2011, hair loss in 2010, termination of pregnancy in 2007, lower abdominal pain from 2005 to (B)(6) 2016 and vaginal bleeding in (B)(6) 2016. Previously administered products included for contraception: mirena in 2007; for an unreported indication: mirena from 2011 to (B)(6) 2016. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("depression"), 1 year 2 months after insertion and 13 days after removal of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating"), headache ("headache "), pain in extremity ("pains in her left leg"), alopecia ("hair loss"), mood swings ("mood swings") and mental disorder ("psychological / psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with citalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy with ovarian conservation.). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, dyspareunia, abdominal distension, headache, pain in extremity, weight increased, alopecia, depression, mood swings and mental disorder outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, headache, mental disorder, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she has been suffering from hair loss since 2010. On (B)(6) 2014 she was diagnosed with alopecia- scalp multifactorial etiology. On (B)(6) 2015 researched causes of hair loss and found mirena can cause it. On (B)(6) 2016 doctor tried to perform essure with mirena in place which would be ideal for her contraception for 3 months post procedure. Unfortunately, this obscured the right ostia and on removal of the mirena too much bleeding was evident for the doctor see that right tube but the left tube was visible initially but the device would not pass down. Have arranged an hsg prior to second attempt at essure. On (B)(6) 2016 she underwent essure procedure. Coils visible in right ostium 3 and coils visible in left ostium3. On (B)(6) 2017 he has started the investigations for crohn's disease. She underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. Histopathology test showed left fallopian tube: 60 mm long with fimbriae x up to 7 mm in diameter with a paratubal cyst 7 mm in maximum dimension. Right fallopian tube: 75 mm long with fimbriae upto 7mm in diameter (normal histological appearances.) It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Removal date also reported as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: endoscopic bilateral occlusion of fallopian tubes: not reported. Hysterosalpingogram - on (B)(6) 2016: normal· appearance of the endometrial cavity although the balloon was not fully deflated and the lower segment ha's not been fully seen. The fallopian tubes are within normal limits there is free spill from both tubes into the peritoneal cavity / patent tubes. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: normal; essure coils could be identified bilaterally in each ·uterine cornua. (B)(6),he011ds -not valid, he0117s. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') in a 34-year-old female patient who had essure (batch no. 5090032,he011ds) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy in 2011, hair loss in 2010, termination of pregnancy in 2007, lower abdominal pain from 2005 to (B)(6) 2016 and vaginal bleeding in (B)(6) 2016. Previously administered products included for contraception: mirena in 2007; for an unreported indication: mirena from 2011 to (B)(6) 2016. Past adverse reactions to the above products included genital haemorrhage with mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("depression"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), mood swings ("mood swings"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating") and pain in extremity ("pains in her left leg") and was found to have weight increased ("weight gain"). The patient was treated with citalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy with ovarian conservation.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, depression, alopecia, mood swings, weight increased, dyspareunia, abdominal distension and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she has been suffering from hair loss since 2010. On (B)(6) 2014 she was diagnosed with alopecia- scalp multifactorial etiology. On (B)(6) 2015 researched causes of hair loss and found mirena can cause it. On (B)(6) 2016 doctor tried to perform essure with mirena in place which would be ideal for her contraception for 3 months post procedure. Unfortunately, this obscured the right ostia and on removal of the mirena too much bleeding was evident for the doctor see that right tube but the left tube was visible initially but the device would not pass down. Have arranged an hsg prior to second attempt at essure. On (B)(6) 2016 she underwent essure procedure. Coils visible in right ostium 3 and coils visible in left ostium3. On (B)(6) 2017 he has started the investigations for crohn's disease. She underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. Histopathology test showed left fallopian tube: 60 mm long with fimbriae x up to 7 mm in diameter with a paratubal cyst 7 mm in maximum dimension right fallopian tube: 75 mm long with fimbriae upto 7mm in diameter (normal histological appearances.) It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: endoscopic bilateral occlusion of fallopian tubes: not reported. Hysterosalpingogram - on (B)(6) 2016: normal· appearance of the endometrial cavity although the balloon was not fully deflated and the lower segment ha's not been fully seen. The fallopian tubes are within normal limits there is free spill from both tubes into the peritoneal cavity / patent tubes. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: normal; essure coils could be identified bilaterally in each ·uterine cornua.. 5090032,he011ds -invalid: he0117s . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. On 18-dec-2020: lot number field amended. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') in a 34-year-old female patient who had essure (batch no. He011ds; he0117s, 5090032) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy on (B)(6) 2011, hair loss in 2010, termination of pregnancy in 2007, lower abdominal pain from 2005 to march 2016 and vaginal bleeding in (B)(6) 2016. Previously administered products included for contraception: mirena in 2007; for an unreported indication: mirena from (B)(6) 2011 to (B)(6) 2016. Past adverse reactions to the above products included amenorrhoea with mirena. In 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced depression ("depression"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating") and pain in extremity ("pains in her left leg") and was found to have weight increased ("weight gain"). The patient was treated with citalopram and surgery (total laparoscopic hysterectomy, bilateral salpingectomy with ovarian conservation.). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, depression, alopecia, mood swings, weight increased, dyspareunia, abdominal distension and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she has been suffering from hair loss since 2010. On (B)(6) 2014 she was diagnosed with alopecia- scalp multifactorial etiology. On (B)(6) 2015 researched causes of hair loss and found mirena can cause it. On (B)(6) 2016 doctor tried to perform essure with mirena in place which would be ideal for her contraception for 3 months post procedure. Unfortunately, this obscured the right ostia and on removal of the mirena too much bleeding was evident for the doctor see that right tube but the left tube was visible initially but the device would not pass down. Have arranged an hsg prior to second attempt at essure. On (B)(6) 2016 she underwent essure procedure. Coils visible in right ostium 3 and coils visible in left ostium3. On (B)(6) 2017 he has started the investigations for crohn's disease. She underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. Histopathology test showed left fallopian tube: 60 mm long with fimbriae x up to 7 mm in diameter with a paratubal cyst 7 mm in maximum dimension. Right fallopian tube: 75 mm long with fimbriae upto 7mm in diameter (normal histological appearances.) It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6) 2018: endoscopic bilateral occlusion of fallopian tubes: not reported. Hysterosalpingogram - on (B)(6) 2016: normal· appearance of the endometrial cavity although the balloon was not fully deflated and the lower segment ha's not been fully seen. The fallopian tubes are within normal limits there is free spill from both tubes into the peritoneal cavity / patent tubes. Pregnancy test - on (B)(6) 2016: negative. Ultrasound scan vagina - on (B)(6) 2016: normal; essure coils could be identified bilaterally in each ·uterine cornua.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: new reporter, patient's relevant history, lab tests, lot number were added; we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') in a 34-year-old female patient who had essure (batch no. He011ds; he0117s) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), mood swings ("mood swings"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating") and pain in extremity ("pains in her left leg") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, depression, alopecia, mood swings, weight increased, dyspareunia, abdominal distension and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: essure lot number provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("irregular / heavy / abnormal bleeding") in a 34 year-old female patient who had essure inserted (lot no. 5090032, (B)(6)) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lower abdominal pain from (B)(6) 2005 to march 2016, vaginal bleeding as recent as march 2016, termination of pregnancy in 2011, hair loss in 2010, termination of pregnancy in 2007 and irritable bowel syndrome, nausea, abdominal pain, nipple discharge, vomiting, fever, sputum discolored, cough, chest pain, nose bleed, dyspareunia, constipation and dyspepsia. Previously administered products included: mirena for contraception and mirena. Past adverse reactions to the above products included: genital bleeding with mirena. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 455 days after essure insertion, she experienced depression ("depression"). Essure was removed on (B)(6) 2018. On unknown date she experienced genital haemorrhage (seriousness criteria medically important and intervention required), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating"), headache ("headache "), pain in extremity ("pains in her left leg"), alopecia ("hair loss"), mood swings ("mood swings"), mental disorder ("psychological / psychiatric problems"), pelvic pain ("pain, including chronic pain;"), device intolerance ("inability to tolerate the device"), fatigue ("fatigue") and swelling ("swelling") and was found to have weight increased ("weight gain"). The patient was treated with citalopram as well as surgery (total laparoscopic hysterectomy bilateral salpingo). At the time of the report, the outcomes for genital haemorrhage, dyspareunia, abdominal distension, headache, pain in extremity, weight increased, alopecia, depression, mood swings, mental disorder, pelvic pain, fatigue and swelling were unknown. The reporter considered abdominal distension, alopecia, depression, device intolerance, dyspareunia, fatigue, genital haemorrhage, headache, mental disorder, mood swings, pain in extremity, pelvic pain, swelling and weight increased to be related to essure administration. The reporter commented: she has been suffering from hair loss since 2010. On (B)(6) 2014 she was diagnosed with alopecia- scalp multifactorial etiology. On (B)(6) 2015 researched causes of hair loss and found mirena can cause it. On (B)(6) 2016 doctor tried to perform essure with mirena in place which would be ideal for her contraception for 3 months post procedure. Unfortunately, this obscured the right ostia and on removal of the mirena too much bleeding was evident for the doctor see that right tube but the left tube was visible initially but the device would not pass down. Have arranged an hsg prior to second attempt at essure. On (B)(6) 2016 she underwent essure procedure. Coils visible in right ostium 3 and coils visible in left ostium3. On (B)(6) 2017 he has started the investigations for crohn's disease. She underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. Histopathology test showed left fallopian tube: 60 mm long with fimbriae x up to 7 mm in diameter with a paratubal cyst 7 mm in maximum dimension. Right fallopian tube: 75 mm long with fimbriae upto 7mm in diameter (normal histological appearances.) It is not possible to narrow it down to confirm which lot number (he011ds and he0117s) was used for this patient. Removal date also reported as (B)(6) 2017. Removal date updated from (B)(6) 2017 to (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): [endoscopy] on (B)(6) 2018: endoscopic bilateral occlusion of fallopian tubes: not reported [hysterosalpingogram] on (B)(6) 2016: normal· appearance of the endometrial cavity although the balloon was not fully deflated and the lower segment ha's not been fully seen. The fallopian tubes are within normal limits there is free spill from both tubes into the peritoneal cavity / patent tubes [pregnancy test] on (B)(6) 2016: negative [ultrasound scan vagina] on (B)(6) 2016: normal; essure coils could be identified bilaterally in each ·uterine cornua. (B)(6) ,he011ds -not valid, he0117s. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events pelvic pain female, . Inability to tolerate the device, swelling & fatigue were added. Reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('irregular bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), alopecia ("hair loss"), mood swings ("mood swings"), dyspareunia ("pain during and after sexual intercourse"), abdominal distension ("bloating") and pain in extremity ("pains in her left leg") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6),2018. At the time of the report, the genital haemorrhage, depression, alopecia, mood swings, weight increased, dyspareunia, abdominal distension and pain in extremity outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dyspareunia, genital haemorrhage, mood swings, pain in extremity and weight increased to be related to essure. The reporter commented: she underwent a hysterectomy on (B)(6) 2018. Her condition was much improved post-operatively. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.